Event description:
Complaint, threw 2 bi-cortical threaded wires for malleolar implants, while inserting anterior implant the screw pushed wire up and bent it, tried to pull it out and broke off the tip and was left in patient. Had to size down to a unicortical screw to replace the bicortical because of broken wire stuck in tibia.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.